Event description:
On december 19, 2023, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was displaying an error message of ¿error 2¿ the complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call recording.the reporter alleged that the error message began to appear approximately three weeks prior to the call with lfs, at 4:30 am. The reporter informed the agent that the patient does not take any medication to manage her diabetes. The reporter did not know whether the patient made any changes to her diabetes management regimen in response to the alleged issue. During review of the call, the cca noted that the patient did not know if she needed to eat or not because she was not able to see her readings. The reporter stated that approximately three weeks prior to the call with lfs at 5:30 am, after the alleged issue occurred, the patient started to feel ¿very dizzy¿. It was reported that the patient went to the bathroom, didn¿t feel good and went to the floor. The paramedics were called, and the patient was treated with IV fluids. An unspecified meter reading on an emergency medical service meter was obtained after treatment.at the time of troubleshooting, the cca noted the subject meter was not being used for the first time and the issue remained unresolved during troubleshooting. The cca established that the error message was caused by the system. Replacement products were sent to the patient.this complaint is being reported because the reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began and the patient reportedly received hcp treatment for an acute high blood glucose excursion.

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.